Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has been having unexplained high blood glucose. Caller stated that her reservoir leaked into the reservoir compartment during normal use. Nothing further was reported.